Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. During the procedure, the ctag devices were implanted without any reported issues. At the completion on the case, a femoral pulse reportedly could not be felt on the patient¿s right side. An angiogram was performed, which revealed a dissection with extravasation in the region of the right common and external iliac arteries. The physician did not indicate the potential cause of the femoral dissection. The physician was able to advance and implant two gore viabahn grafts to successfully exclude the affected area. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications.per the gore dryseal sheath with hydrophilic coating instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Manufacturer narrative:
Patient medications include aspirin, nexium, labetalol hcl, atorvastatin, and amlodipine besylate.